Manufacturer narrative:
The viper2 1.45mm diameter guidewire [product code: 2867-05-220, lot number: unknown] was not returned for evaluation. A DHR review could not be performed as the lot number is unknown. Lot number was not provided by the customer. Without the lot number, no review of the manufacturing records could be completed. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. Without the device we are unable to confirm the reported issue or identify the root cause. No issues could have been identified during the manufacturing and release of this device as the lot number is unknown. Therefore this complaint file will be closed with no further action required. If the device is returned at a later date, the complaint file will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not received.

Event description:
Dr (B)(6) had placed all his screws via mis approach in l4-l5. All of which were cortifix 6.0 x50 l4, 7x50 l5 without incident. He then under flouro located the s1 pedicle right side and placed a blunt kwire. He did the same on the left side without incident. He then proceeded to dilate and tap with a 7.0 tap and determined he wanted a 7.0x45 cortifix screw. He began to place the screw using flouro shots a/p & lateral. After he was approximately halfway seated he then proceeded to remove the kwire. It was a bit difficult to remove and he employed a heavy needle holder and hammer to remove kwire. After removing the kwire he continued to advance the screw. During his last few turns to seat the screw, we heard a snapping sound. After dr (B)(6) heard the sound, he acknowledged that the screw was not advancing. It was initially thought that either the tip of the inner screw driver may have sheared or that the screw extension may have disengaged. He turned the handle counter clockwise to remove several turns and the screw didn't back out. He then pulled up on the driver and the screw extension came out of the patient. The head of the screw was still attached to the screw extension but the body of the screw was still in the patient. We confirmed with flouro that the screw body was in the pedicle and not misplaced. We then opened our srb set and used a 6mm screw extraction tip placed it on top of the screw body , engaged it, and successfully removed the screw body from the patient without incident. We then noticed a tiny piece of the kwire was embedded in the sacrum. Apparently, during removal of the kwire the extreme proximal tip of the kwire may have become bent which led to the small fragment left behind. Dr (B)(6) made an effort to remove the tip and was not able to retrieve it. He then using a jamshedi and under flouro reposition his screw entry point, dilated, tapped and placed a 7x40mm cortifix screw on both the left and right side of the sacrum without incident. He placed the rods, compressed, torqued all screws and closed without further incident.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.